Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm, failed battery test alarm and received a blank screen display. It was reported that insulin pump received a failed battery test alarm with each battery change. Troubleshooting was performed and insulin pump would be replaced due to pump rewinding on its own without any prompt. Customer's blood glucose was 14 mmol/l.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. No unexpected off no power, battery out limit and failed battery test alarms during our testing. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm during testing. The motor was tested outside the device and passed. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.